Manufacturer narrative:
(B)(4).no complaint was received with return of device. Failure event observed during analysis.final analysis found that only a partial lead was returned. A full insulation degradation was noted at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.